Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The user stated they failed a proficiency survey for c-reactive protein and performed a patient comparison as part of troubleshooting the issue. Of the data provided, the result for one neonatal sample was discrepant. The result from the c501 was 4.28 mg/l and the result with another c- reactive protein application on another c501 analyzer (B) (4) was 0.33 mg/dl (3.3 mg/l). The user could not verify if the result of 4.28 mg/l was reported. The user refused to provide further patient information. The reagent lot number of the c-reactive protein reagent was 62203601. The user refused a service visit for this issue.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a drainage procedure in the bile duct of a patient (the event date, patient age, sex, and weight are unknown). During the procedure, the physician felt strong resistance and the guide catheter broke as the guide catheter was retracted for stent deployment. The procedure was successfully completed with another flexima biliary stent system no reported patient complications. The patient was reported to be in good condition after the procedure.

Manufacturer narrative:
The investigation could not determine a clear root cause as adequate data such as diagnosis, medication, history, sample material and reaction kinetics were not provided. It was unknown if any diagnosis and/or treatment was made to the patient based on the false positive result. No adverse events were reported.